Event description:
The customer stated that she was treated by the paramedics for low blood glucose levels. The reported blood glucose reading at the time of the call was 302 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The customer stated that her basal rates were changed at the hospital for a few weeks earlier. The customer stated that she was hospitalized for an infection not related to the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.